Event description:
Additional information received from health care provider reported that patient had fluid at right chest pocket . The aerobic medical device was cultured and patient had citrobacter koseri. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010,: product type: implantable neurostimulator. Product ID: 3387s-40, lot# v480091, implanted: (B)(6) 2010, product type: lead, product ID: 3387s-40, lot# v475775, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that in (B)(6) 2015 the skin around the wire that connects to the implantable neurostimulator (ins) got infected and ended up pushing out the wire like a splinter; the right system was partially removed. The patient was put on cipro and bactrim and had an allergic reaction that caused him to break out in a rash. Please see report number 3004209178-2016-07819.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.